Manufacturer narrative:
A batch history review was carried out which demonstrated that the guidewire was manufacturer to specification. The guidewire involved in the incident was not returned. Awaiting results from additional testing of inventory samples.

Event description:
Case 1: it was reported that the target lesion was a chronic total occlusion (cto) in the femoral artery with moderate tortuosity. After the procedure, when the hi-torque connect guide wire was withdrawn from the guiding catheter, the green coating at the proximal part of the device was noted to be coming off. The green color left marks on the sterile gloves and the stainless steel underneath was visible. No adverse patient effects were reported. No additional information was provided. Case 2: it was reported that before the procedure, the hi torque connect guide wire was observed to have left green marks coating on the gloves when handled. The guide wire was flushed with saline solution and the green coating on the proximal part of the device was noted to be coming off. The green color left marks on a gauze and the stainless steel underneath was visible. The guide wire was not used on the patient. Another ht connect 250t guide wire was used instead. No additional information was provided.